Event description:
It was reported by the clinic that since january 21, 2012 the pt, who was implanted on (B)(6) 2000, is no longer able to hear with her ci. The external parts were exchanged without improvement. Testing in situ shows that the device was malfunctioned. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.